Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus in the patient¿s right ventricular assist device (rvad) could not be confirmed, and a direct correlation between this thrombus and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Additionally, the report low flow alarms could not be confirmed as no log files were provided for review. Although a specific cause for the low flow alarms could not be conclusively determined, the account communicated that the cause of the low flows on the patient¿s left ventricular assist device (lvad) can be attributed to a loss of flow on the patient¿s rvad. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, cardiac arrest, and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain log files and additional information regarding the reported event; however, no further information has been provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including right heart failure and pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 6 (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and rvad placement. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was right ventricular failure and cardiac arrest. It was also reported that the cause of death was not device or therapy related. The device was not explanted and would not be returned. From additional information, the right ventricular failure existed pre-left ventricular assist device (lvad) implant. The patient exhibited symptoms of loss of rhythm and loss of flows on the right ventricular assist device (rvad), which then subsequently caused low flows on the lvad. The lvad did not cause or contribute to the right ventricular failure or cardiac arrest, but it was suspected to most likely have been an issue with the rvad cannulation from a clot that formed in the circuit. The lvad pump operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.